Event description:
Absorbatack fixation device requiring multiple pulls in order to fire absorbable tacks. 2 different devices/lots used during case - similar issue with each per faculty surgeon. Manufacturer response for stapler, absorbatack fixation device 5mm (per site reporter): unknown at this time.